Manufacturer narrative:
Based on the claim against the product by the customer noting broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a loose grip cable at the back end, as a result of a broken input disk inside the housing. The root cause of loose instrument grip cables is attributed to mishandling/misuse. Additionally, the instrument was found to have an input disk broken. Input disk #7 was found broken into pieces inside of the housing, as a result the grip cable became loose. The root cause of this failure is attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. The instrument had the flush tube guide dislodged inside the housing. The root cause of this failure is attributed to mishandling/misuse. The instrument was found to have one or more of the housing snaps broken. Common cause of this failure is typically attributed to mishandling/misuse. This may result from an accidental drop of the instrument or inadvertent collisions with another instrument or hard surfaces. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). Common causes of loss of functionality to apply a clip is attributed to either a damaged grip cable or misaligned grips. The complaint regarding broken cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the instrument log for the large hem-o-lok clip applier instrument (part # 470230-10 / lot # n10180212 0037) associated with this event has been performed. Per logs, the large hem-o-lok clip applier instrument was last used in a cholecystectomy procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 69 uses remaining after the last procedural use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. This last usage of the device was before the reported event date. Images associated with this reported event were not submitted for review. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). This issue can be resolved by using an alternate instrument to complete the procedure. This issue is also captured in the fmea for 8mm instruments. This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the large hem-o-lok clip applier instrument had a broken cable. There was no report of patient involvement and no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.